Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance. Technical services (ts) reviewed the available data and confirmed a gradual increase in shock lead impedance over time, ranging from approximately 120 ohms to an out-of-range value of 150 ohms. Ts discussed potential causes for the observed trend, including tissue related changes and calcification. It was further noted that therapy effectiveness may be impacted if shock lead impedance continues to increase; therefore, lead replacement may be considered. The field representative planned to review these findings with the health care professional and physician to determine the appropriate course of action. It was further reported that, due to improvement in the patient's condition of ejection fraction, consideration was being given to discontinuing tachy therapy while continuing use of the device for cardiac resynchronization therapy; however, this had not been confirmed at the time of reporting. This rv lead remains in service. No adverse patient effects were reported. Additional information has been requested from the field.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.